Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a brightness control failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: e2, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an abnormality was confirmed in the lamp control. Olympus then concluded that it is likely that an abnormality occurred in the lighting of the lamp because an abnormality occurred in the lamp control. Olympus will continue to monitor field performance for this device.